Manufacturer narrative:
The date received by manufacturer reported in (B)(4) (follow-up #1) was incorrectly reported as (B)(6) 2015 when it should have been (B)(6) 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device is not a synthes product. Initial medwatch mw-299477 is hereby rescinded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on january 5, 2016. It was reported that the previously reported screw and other implants were not a synthes implants. The implants were approximately 30 years old. The patient is in normal postoperative recovery. Initial medwatch (B)(4) is hereby rescinded.

Manufacturer narrative:
Patient weight is unknown. This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Part of the device remains in the patient; device not considered explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the procedure was for the removal of metal plate and nine (9) screws in anticipation of hip replacement at future date. Eight (8) intact screws removed successfully; the last screw was broken. The extraction reamer was chosen to ream and extract. It reamed successfully but did not grip and extract the screw fragment. The surgeon attempted these both by hand on t handle chuck and on power tool. Given this was a very old implant the decision was made to open a smaller extraction reamer. This did not extract the screw either. An additional one was opened in case the first was faulty or had not been flushed with irrigation sufficiently. This reamer was flushed more often but after some time also had more force used. One of the reamer tips broke. Lastly a larger one was tried but there was no difference. Another device was used to proceed and complete the case. Patient outcome post-surgical procedure: majority of metal wear was removed. Remaining metal will be removed at beginning of a future planned hip replacement surgery. This report is for an unknown screw. This is report 2 of 2 for (B)(4).